Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the current inspection, on april 15, the engineer noticed the need to replace the batteries on the cs300 intra-aortic balloon pump (iabp) unit. Last replacement on 07/2021 and they did not last 36 months and we have to replace them sooner. There was no injury.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions). It was reported that cs300 intra-aortic balloon pump (iabp) with unit needed a battery replacement. Getinge field service engineer (fse) found during the current inspection, on april 15, the engineer noticed the need to replace the batteries. Last replacement on 07/2021 and they did not last 36 months and we have to replace them sooner. Batteries ordered, we will replace them as soon as we receive them. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during the current inspection, on april 15, the engineer noticed the need to replace the batteries on the cs300 intra-aortic balloon pump (iabp) unit. Last replacement on (B)(6) 2021 and they did not last 36 months and we have to replace them sooner. There was no patient involvement.